Manufacturer narrative:
Belated evaluation and reporting of this complaint was done, during retrospective review as part of CAPA 22-0074 corrective action 6. The jaw of the grasper is broken off. The broken surface shows a rusty area, which indicates that part of the break may have happened longer before. And the part have been pre-damaged. The rest of the broken surface shows the typical appearance of a overload break. The junctions of the instrument show also rust marks. The jaw has been mechanically overloaded. And has been most likely got pre-damaged. The event is filed under internal karl storz complaint ID ((B)(4)).

Event description:
It was reported, that there was event with a clickline forceps insert. According to the information received, the patient was in theatre for a laparoscopic sigmoid colectomy. During the course of the procedure, the jaw of one the long johans graspers broke off. Information about patients health was not provided. Additional patient information is not available.